Event description:
A report was received that the patient was experiencing non device related leg spasms and hit her ipg on the floor. The ipg will no longer communicate with the remote control and the patient is unable to feel stimulation. The patient underwent an ipg replacement and is reportedly doing well.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing non device related leg spasms and hit her ipg on the floor. The ipg will no longer communicate with the remote control and the patient is unable to feel stimulation. The patient underwent an ipg replacement and is reportedly doing well.